Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced due to an unknown product performance anomaly. No additional adverse patient effects were reported. This ICD has not returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.